Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the g5 application logs the patient out without warning. No medical intervention was reported. Additional event or patient information is not available. Data was provided for evaluation. The reported event of the g5 application logs the patient out without warning was confirmed through log review. The root cause was determined to be caused by the smart device platform/os.